Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 3.5x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the sds was inflated and the stent was deployed. There was no interaction of devices. While removing the sds from the patient anatomy, it was observed that a distal edge dissection occurred. A xience pro sds was advanced and the xience pro stent successfully treated the dissection. There were no other device or procedural issues noted. The result was very good and thrombolysis in myocardial infarction (timi) 3 flow was achieved without residual stenosis. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.